Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the buttons on the pump do not work or "uncontrollable self-reacting." No adverse event reported. Requested return of the alleged pump for evaluation.